Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt) is having an issue communicating with controller to the ins for the past month. They will see the wheel spinning while trying to connect, then it give the cancel/try again message. This can go on for multiple attempts before it connects. When it does connect, they will notice that cycling is turned off when it should be on and they didn't even make that request, therapy would be off when it should be on. Rep feels like the controller is getting confused with all the re-attempts. Ts sent a request to repair for replacement controller. Outbound call made to patient to obtain model/sn of the controller that needs replacing. Outbound call and email sent to mdt rep letting them know the situation and that nothing can be shipped until we have the correct model and sn of the controller. Current sn provided which is not a patient asset but a field asset. Spoke with patient and confirmed both devices that the patient has. Reviewed that the fa unit should be returned to mdt rep and the other device (confirmed to be a patient asset) will need to returned to mdt when pt receives the replacement controller. 2nd repair request made with new sn. Updated rep via email with status update. Closed case